Manufacturer narrative:
H.6. Investigation: a failure was reported on a bd bactec 9120 instrument (p/n 445570, s/n, s/n (B)(6)). Customer indicated false positives. No erroneous results were reported to doctors, and patients were not impacted. A bd remote assistance communicated with the customer and discovered that there was a workflow error as they were using the expired bottles. This is an unconfirmed failure of a bd product. Bd quality did not receive any returned materials for review. Review of device history record for (B)(6) is not needed due to the age of the instrument. Service history for (B)(6) was reviewed and revealed no previous complaint related to false positives. The root cause was workflow error as they were using the expired bottles which is likely to produce erroneous results. No new trends, risks, or hazards were identified as a result of the complaint. Bd quality will continue to closely monitor for trends associated with this complaint. H3 other text : see h.10.

Event description:
It was reported that while using bactec 9120 blood culture 7 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 7 bottles as false positives."

Manufacturer narrative:
Initial reporter phone number: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bactec 9120 blood culture 7 false positive results were obtained by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: " 7 bottles as false positives"